Event description:
A report was received from a user facility that on (B)(6) 2012, a longtime in-center hemodialysis patient developed sob and signs and symptoms related to a dialyzer reaction, including cardiac arrest. CPR was completed successfully and the patient was admitted to the hospital. As of (B)(6) 2012, the patient has since been dialyzed successfully on the optiflux 160nre dialyzer and continues with outpatient hemodialysis. There is no sample available for evaluation.

Manufacturer narrative:
(B)(6).